Event description:
It was reported via phone call, that the customer had blood glucose levels of almost 500mg/dl. It was mentioned that the customer was at the zoo and the insulin pump was in his pocket and the insulin got too hot. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.